Event description:
Patient called to report that the front tires of her wheelchair are very dangerous. She was in her pajamas when it got caught by the front tires and caused her to fall and develop "bruise on her chest". Knee had pain and got contusion, too. She went to the ER, had x-ray and they put ace bandage around her knee, and splint on her finger. She stated that there is no warning in the manual about certain clothes that might get caught in the front tires. She contacted the MFR and they said, they will check into it, but she has not yet heard from them.